Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828803) "could no longer be adjusted", therefore it was explanted.

Manufacturer narrative:
Certas valve was returned for evaluation: DHR - lot 4181011, conformed to the specifications when released to stock failure analysis - the valve was visually inspected; needle hole in the needle chamber was noted. The valve passed the tests programming, occlusion, reflux and pressure. The valve was leak tested; only leaked from the needle hole in the needle chamber. Root cause - no root cause could be determined for the issue reported by the customer as the technician could not confirm any functional issues with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. But at the time of investigation no programing issues were noted.

Event description:
N/a.